Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
The device was used during a laparoscopic colpo suspension procedure. The suture in the disposable loading unit broke during use. No pt injury reported.